Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had prematurely depleted. Review of the device memory confirmed the power consumption was increasing in a gradual fashion, device replacement was recommended. Oversensing of sense b nose noise. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. This event will be updated once a revision procedure has taken place and the s-ICD gets returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had prematurely depleted. Review of the device memory confirmed the power consumption was increasing in a gradual fashion, device replacement was recommended. Oversensing of sense b nose noise. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. This s-ICD has been returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had prematurely depleted. Review of the device memory confirmed the power consumption was increasing in a gradual fashion, device replacement was recommended. Oversensing of sense b nose noise. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.